Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The analysis results confirmed that the instrument was nonfunctional. The er420 instrument (b) was cycled and ejected the clips due to misassembled lifter spring. Batch # c9d11m; mfg date: 11/06; exp date: 10/11. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument (c) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. Batch# c9cw1u; mfg date: 09/06; exp date: 8/11. No conclusion could be reached based on analysis results as to what may have caused the reported incident. The er40 instrument (d) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips with manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Batch # c9d11m; mfg date: 11/06; exp date: 10/11.

Event description:
It was reported that during a gastric bypass, the devices did not form and the clips were ejecting. Another device was used to complete the case. There was no consequence to the patient.